Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient was watching television and his wife walked into the room and noticed that the patient was incoherent. It was indicated that the patient was responding to his wife's questions saying, "I don't know." The patient's wife checked the patient's finger stick reading and it was 42mg/dl but the cgm was showing 130mg/dl. She tried to give the patient juice, but he would not drink it. Then she gave him a couple of glucose packets by mouth. After about 30 minutes, the patient came to and recovered. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not determined.